Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. According to the consumer's spouse, "I treated him based on a reading and had to go to the hospital because of a reaction." The consumer's spouse declined to provide any information regarding this adverse event.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.